Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed t wave oversensing, which was identified in the stored electrograms of episodes #1963-1969. Subsequently the partial lead was returned in segments and analyzed with no anomalies found. Visual analysis noted apparent explant damage.

Event description:
It was reported that the device indicated elective replacement (eri) early. The device was explanted and replaced. During the device replacement procedure, the left ventricular lead was noted to have dislodged into the coronary sinus and had high threshold. It was also reported that the right ventricular lead was oversensing t waves. The leads were explanted and replaced during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.